Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted due to stress urinary incontinence. The patient experienced pain, erosion, extrusion, infection, and urinary problems. The patient underwent mesh revision with excision of abdominal keloid scar on (B)(6) 2006 due to pain and erosion of mesh suburethrally. On (B)(6) 2007, the patient had a sparc sling system (ams) implanted due to stress urinary incontinence. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling and sparc pubo vaginal sling (ams) were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.